Manufacturer narrative:
The event of capsular contractur is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side ¿severe capsular contracture baker grade unknown which leads to pain and daily routine physically and mentally since several years now". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported ¿severe capsular contracture which leads to pain and daily routine physically and mentally since several years now". Later patient reported "suspicious skin discolorations". Afterwards, patient reported via pfn signed by physician "capsular fibrosis baker ii", "pain", "swelling" and "seroma" diagnosed via ultrasound. This record is for the right side. Device was explanted.